Manufacturer narrative:
This report is being filed to update section b5 with the additional information that became known after submitting the initial and follow up #1 MDR reports. The additional information provided does not change the manufacturer narrative provided in MDR 2126666-2023-00058 follow up 1. If any further relevant information is provided, a follow up report will be submitted.

Event description:
Additional information received 11sep2023: question: was there any damage noted to the circulo guidewire prior to use? Answer: no. Question: was the curve of the circulo guidewire constrained within a catheter during insertion into the body or treatment site? Answer: yes. Question: was there any resistance noted during the initial placement of the circulo guidewire within the patient, during the procedure, or at any time prior to the resistance noted with the delivery system and the guidewire once outside the patient? Answer: no. Question: was there any attempt to remove the delivery system upon release of the valve without the circulo wire? Answer: no. Question: was there any damage noted to the delivery system upon removal from the patient? Answer: no. Question: please describe any damage that occurred to the wire(s) because of attempts to remove the wire once outside the patient and prior to the wires being received at integer for evaluation. Answer: wire was lodged in the delivery system, and could not be removed.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted, using a large flexnav delivery system. The delivery system and circulo wire were removed from the patient's anatomy. At the table attempted to remove the circulo wire from the back end of the delivery system; however, the wire and curved end became lodged, and the wire could not be removed from the system. The patient was stable and unaffected by this event. No additional information was provided. Procedure completed and delivery system removed with wire from body. Scrub at table attempted to remove circulo wire from the back end of delivery system. Wire and curved end became lodged, and wire could not be removed from system. After uncomplicated and successful delployment of a navitor valve, delivery system with circulo wire within the central was withdrawn from the body. Outside the body, the wire was attempted to be withdrawn out of the back end of the delivery system. The wire became lodged in the delivery system, and could not be removed. 1. Has the healthcare professional stated that they believe the patient or user experienced adverse health consequences due to the performance of the product? No. 2. Will this product be returned? Yes. 3. Patient status: stable. 4. Describe adverse consequences: no adverse consequences. Q. Please provide the part and lot number of the circulo wire? A. As I stated, the packaging was disposed of and not retrievable. Q. What is the size of the circulo guidewire? (E.g. Small or extra small). A. Extra small.

Manufacturer narrative:
It was reported that the device was disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) procedure: 9. Maintain guidewire position while tracking or advancing a catheter or device over the wire. A. Visibly monitor the guidewire double curve when advancing a device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the circulotm guidewire prior to withdrawing the wire. B. The circulotm guidewire is pulled back completely into the catheter. C. The circulotm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each tavi gw xs us 275-035; returned lodged within the flexnav delivery system; and double-bagged within "zip-lock" style poly biohazard pouches. The images provided by the distributor presented the circulotm guidewire lodged within the naviflex delivery system at an unknown distance from the distal tip. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The distal tip of the specimen is lodged within the flexnav delivery system with a length of 274cm of the wire protruding from the guidewire lumen flush port of the flexnav delivery system. The specimen wire presents coil offset/misalignment beyond the proximal end of guidewire lumen flush port of the flexnav delivery system. The specimen wire also presents kink/bend damage with varying severity throughout the length of the specimen. The nature of the damage appears to be consistent with the manipulation of the guidewire against resistance. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu) procedure: 9. Maintain guidewire position while tracking or advancing a catheter or device over the wire. A. Visibly monitor the guidewire double curve when advancing a device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the circulotm guidewire prior to withdrawing the wire. B. The circulotm guidewire is pulled back completely into the catheter. C. The circulotm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural/handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.